Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass surgery, when dissection began along the lesser curvature of the stomach with diagonal stapling of the gastric pouch then continued toward the esophagus. On the second firing, it was observed that the reload pulled tissue away, causing tissue to accumulate and a missed staple, with loose and malformed staples and an incomplete central staple line, and open gastric tissue was noted. It was stated that the system did not indicate excess tissue thickness for the reload being used and that the lowest speed was used. The gastric pouch was then re-created because it was not properly secured to the gastric tube, and resection and re-stapling were performed to resolve the issue. The procedure continued with completion of the dissection of the gastric fundus and performance of jejuno-jejuno and gastro-jejuno anastomoses. A methylene blue test was performed and showed no evidence of leakage. An extended surgical time of 30 minutes occurred.